Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned for the reported issue of ¿needle leaked heavily during the injection of contrast during a CT examination¿ with lot number 182399 regarding item # 391457, so retention samples were used for the investigation. The DHR of lot number 391457 and batch number of 0182399 was reviewed and no quality notifications were found on this lot number. There was no defect found in the retention samples. The defect could not be confirmed.

Event description:
It was reported that the venflon 2 gn 18ga IV cannula 32mm needle leaked during the contrast injection of a CT exam. The following information was provided by the initial reporter, translated from dutch to english: "this needle leaked heavily during the injection of contrast during a CT examination. As a result, the examination did not succeed and the patient again received contrast and radiation." "In the imaging department, the venflon is used in a CT examination with contrast. An optivantage injector is connected to the venflon. During the procedure where the leak occurred, 90 cc of contrast was injected at a flow rate of 5.5 ml/sec. Maximum pressure was set at 325psi. During the injection the injector indicated a pressure limit, so the pressure of 325 psi will have been met."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the venflon 2 gn 18ga IV cannula 32mm needle leaked during the contrast injection of a CT exam. The following information was provided by the initial reporter, translated from (B)(6) to english: "this needle leaked heavily during the injection of contrast during a CT examination. As a result, the examination did not succeed and the patient again received contrast and radiation." "In the imaging department, the venflon is used in a CT examination with contrast. An optivantage injector is connected to the venflon. During the procedure where the leak occurred, 90 cc of contrast was injected at a flow rate of 5.5 ml/sec. Maximum pressure was set at 325psi. During the injection the injector indicated a pressure limit, so the pressure of 325 psi will have been met."